Event description:
Medtronic 780g insulin pump started calculating "adjustments", reducing the estimated meal boluses. The boluses were being reduced by approximately 40%+ consistently, for no apparent reason. My blood glucose numbers were normal or above normal, so no adjustments should have been estimated or done. I contacted medtronic about it on 11/22/2023 and 11/29/2023. They had no explanation, and said they had not heard of other patients having the same issue. I changed the insulin sensitivity factor on the pump settings and that helped. I then adjusted the insulin carbohydrate settings to get it to get back to my previous bolus amounts. A few weeks later, the pump went back to operating as usual - the adjustments stopped being calculated.